Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple unsuccessful and diverted therapies for a ventricular tachycardia (vt) episode that degenerated into ventricular fibrillation (vf). External shocks were delivered, and the patient was successfully converted. Reportedly, the patient has a concomitant left ventricular assist device. Technical services reviewed the episode in question and noticed no undersensing or any other abnormal device behavior. The diverted therapies were because of either magnet or programmer interaction, and the vf in question was very small in amplitude but sensing was appropriate. However, a previous day slow vt episode was noticed to have been accelerated into vf due to delivery of atp ramp/scan. Reprogramming options were recommended. This ICD remains in service and no additional adverse patient effects were reported.